Event description:
It was reported that two 25khz straight tips overheated during a procedure. A loss of suction was also reported. A third tip was used to complete the procedure successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The tips are not available for evaluation. A follow up report will be filed after the remaining devices are received and after the quality investigation has been completed. Device not received by manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that two 25khz straight tips overheated during a procedure. A loss of suction was also reported. A third tip was used to complete the procedure successfully with no patient or user injuries, and no adverse consequences.